Event description:
There was an allegation of questionable na+ results for "several" patient samples on a cobas 8000 ise 1800 module. Discrepant results were provided for 1 patient sample. The initial result was 134.28 mmol/l. The sample was repeated due to the result not matching the clinical picture of the patient. The repeated result was 140.67 mmol/l. The repeated result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. It was noted the customer experienced a problem in the water system. The field service representative decontaminated the module, but the issue was not resolved. The investigation is ongoing.

Manufacturer narrative:
The customer has not provided any additional information. Based on the information provided, the investigation could not identify a product problem. The cause of the event could not be determined.